Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) and completed the device evaluation. The usm 1 was analyzed and error 1126 was confirmed and replicated. The unit was tested in-house where it failed fiber test which is pointing to the parallelogram fiber. Troubleshooting was performed with gold parallelogram fiber installed to verify failure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to replicate the 179 errors noted in the logs. However, the fse noticed 1126 errors pointing to universal surgical manipulator (usm) 1. The site's robotics coordinator informed the fse that they switched the patient side carts with another system to continue the case. The fse replaced the usm to resolve the reported issue. The system was tested and verified as ready for use. Isi has received the usm involved with the complaint; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted after failure analysis investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, errors occurred on universal surgical manipulator (usm) 1. The customer stated that they had to recover the error a few times during the case. An intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the system logs and found errors on universal surgical manipulator (usm) 1. The procedure was completed as planned with no report of patient injury.